Event description:
Underdelivery reported: the pump was programmed in the pain management pca/bolus only mode of delivery. The concentration was 0.2mg/ml to infuse a 2.0mg dose with a 6 minute lockout period. The total volume in the container was 100.0ml. It was reported that though the display indicated 18.0mg given and 20.0ml left to infuse, the fluid container appeared to have approx 50.0ml remaining. There were no alarm events reported. The pump was in a lockbox mounted on the pole. Though requested, there was no additional info available.